Event description:
On (B)(6) 2013, the following info was reported to kci by the hospital representative: at the 15th annual meeting of the (B)(4) of pressure ulcer conference, it was reported that v.a.c. Therapy was applied for a stage IV sacral pressure ulcer. After four weeks, partial wound necrosis was observed, and surgical curettage was performed. The pt's wound has improved. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient info. No additional info is available.

Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged necrosis is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.